Event description:
It was observed that during the device evaluation, the duodenovideoscope exhibited foreign objects in the distal end, channel mount unit, and forceps channel port. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, the findings do not lead to a clear conclusion about the cause of the reported event. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.